Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that upon preparation of a tongue base procedure, the left blade of an fk-wo tors laryngo-pharyngosope retractor detached inside the patient¿s mouth, which made the device unusable. There was no report about any parts remaining inside the patient or any report about an adverse event or patient injury.

Manufacturer narrative:
Additional information: h4 ¿ device manufacturer date. Device valuation: the suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the laryngo-pharyngosope retractor without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.